Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the transformer power cord broke and sparks occurred. The issue occurred during preparation for use for an unspecified procedure. The procedure was completed using a similar device. No health hazards were reported as a result of this incident. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer investigation results. Correction to g2 of the initial report: remove health professional. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed, and a root cause could not be determined. However, based on the information reported, since the power cord was confirmed broke/disconnected, core wire can expose and there is a possibility of electric shock. Olympus will continue to monitor the field performance of this device.